Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 event was reported for this quarter. 1 device was available for evaluation but has not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device had a broken cutting accessory still attached. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 1 previously reported event is included in this follow-up record. Product return status 1 device was not available to stryker for evaluation. Additional information 1 device is not labeled for single-use. 1 device was not reprocessed and reused. H3 other text : device not returned.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device had a broken cutting accessory still attached. There was no patient involvement; no patient impact.